Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a micro-filtration device that would not penetrate. Additional information was requested.

Manufacturer narrative:
Additional information provided. One opened system was received for the reported issue of would not penetrate. The device applier, loader, and stent were returned in the contour tray within the outer carton. The applier was visually inspected and was found to be conforming. The applier was functionally tested and was found to be non-conforming, the guidewire was barely visible extending from the end of the stopper tube. Upon further evaluation it was noted that the guidewire was actually separated, and the tip was missing. The stent was then visually inspected and the stent was found to be conforming; however the tip of the guidewire was noted to be inside the stent. The guidewire tip was removed from the stent with out resistance. The stent was then functional tested with a lab inventory applier and the stent was found to be functionally conforming. The stent was loaded onto the guidewire (of the lab inventory guidewire) and released as intended. The stopper tube of the returned applier, was then visually inspected for proper placement of the stopper tube and was found to be conforming. The stopper tube was then dimensionally measured and was found to be conforming for the outer diameter, inner diameter, and length. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The returned sample is visually and functionally non-conforming, therefore the device would not penetrate was confirmed; however how and when the guidewire became separated could not be determined. The manufacturer internal reference number is: (B)(4).